Event description:
Alleged event: the stapler did not work. The surgeon was only able to apply one single staple despite various attempts. The pt's condition was reported as unk.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box, lot #73j1400544 investigation did not show issues related to complaint. The device sample hs not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528135 visistat 35r (B)(4) was received used, the lot number was not confirmed with sample; stapler was received with remaining staples. Components look well assembled, no stuck staple in tip of the cartridge, however, one staple was observed slightly misaligned. The functional testing revealed that staples formed and released properly without any duplication of deformed staples. The failure mode, staple deformed, was not confirmed with sample received. Therefore, corrective actions are not required at this time. The manufacturer will continue to monitor and trend related events.